Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead had dislodged sometime after implant and because the physician felt the patient did not benefit from the atrial lead, the decision was made to wait until the patient's device reached eri and then cap it. The lead was not replaced and no adverse patient side effects were reported.